Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), and quality control of the device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as contraindications, warnings and precautions regarding use of this device. Specifically, it states "complications of ureteral stent placement are documented. Use of this device should be based upon consideration of risk-benefit factors as they apply to your patient. Informed consent should be obtained to maximize patient compliance with follow-up procedures." Also, it states "improper handling can seriously weaken the stent. Acute bending or overstressing during placement may result in subsequent separation of the stent at the point of stress after a prolonged indwelling period. Angulation of the wire guide or stent should be avoided. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
It was reported that a (B)(6) male patient had a stent placed in late (B)(6) 2015. After several months, the stent was found to be surrounded by calculus. Thus, the stent was removed in early (B)(6) 2016. During the ureteral stent drainage procedure the near-side stent was removed, but the distal part which was coated by calculus failed to remove. The surgeon operated the pneumatic lithotripsy under ureteroscope to take out the detached part of the stent eventually. A section of the device did not remain inside the patients body.

Manufacturer narrative:
Related to medwatch 1820334-2016-01094 and 1820334-2016-01090. (B)(4). The event is currently under investigation.

Event description:
It was reported that a (B)(6) year old male patient had a stent placed in late (B)(6) 2015. After several months, the stent was found to be surrounded by calculus. Thus, the stent was removed in early (B)(6) 2016. During the ureteral stent drainage procedure the near-side stent was removed, but the distal part which was coated by calculus failed to remove. The surgeon operated the pneumatic lithotripsy under ureteroscope to take out the detached part of the stent eventually. A section of the device did not remain inside the patient's body.